Manufacturer narrative:
The reported events of being unable to interrogate and no pacing were not confirmed. The reported event of premature discharge of battery was confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, did not identify any anomalies or functional issues and battery was at normal range. Longevity assessment found the device operating above elective replacement indicator (eri). Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was at normal level, signs of rapid depletion were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient experienced syncope due to loss of pacing resulting in arrhythmia. During the follow up in clinic, the device was unable to be interrogated and there was no magnet response. The physician suspected premature depletion of the battery. Abbott technical support was contacted and the device was explanted and replaced. The patient was in stable.